Manufacturer narrative:
Based on the claim against the product by the customer noting not moving as surgeon intended, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and failure analysis replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. As a result of the broken inputs the instrument did not move as intended. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy benign surgical procedure, the large needle driver instrument was not moving as surgeon intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the surgeon's head was inside the surgeon side console (ssc) and surgeon was attempting to manipulate instruments. The timing of the large needle driver instrument was not appropriate. There was no instrument to instrument or system arm-arm interference and no external collisions noted. The issue was persistent enough to tag the instrument. The surgeon was trying to perform suturing when the issue was observed. A back up instrument of same kind was used to resolve the issue.